Event description:
The customer contact reported a leak of a chemotherapeutic agent. On an unspecified date, the tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via plum pump. After an unspecified length of time, it was reported that solution leaked from the distal clave y-site. No specific event details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.